Event description:
A prodisc-c inferior plate was seen on post-op imaging to have moved 1 to 2 mm posterior into the spinal canal. During a revision procedure patient will be revised to fusion.

Manufacturer narrative:
No device was returned for investigation. Review of the manufacturing records for this device found no discrepancies that would be associated with this event. Review of the raw material records also found no nonconformity. Material met all specifications.